Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.